Manufacturer narrative:
Additional information: the patient experienced sterile peritonitis. The same day as event onset, the patient was hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. Three days prior to diagnosis, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, intraperitoneal, every 5 days, duration was not reported) and gentamycin injection (20mg, intraperitoneal, daily, duration was not reported) and was given an additional unspecified medication for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.